Manufacturer narrative:
The electrode belt and monitor have not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2025 while reportedly wearing the lifevest. The patient received an inappropriate treatment. The device was started up at 22:54:38 on (B)(6) 2025. At 11:50:16 on (B)(6) 2025, an arrhythmia was detected. ECG shows asystole with intermittent cardiac activity and CPR/motion artifact. At 11:51:16, the patient received the inappropriate treatment. Oversensing of low amplitude cardiac signal and motion artifact contributed to the false detection. The patient was in a non-life-sustaining rhythm prior to the treatment. The rhythm at the time of treatment was asystole. Post shock rhythm continued to be in asystole, which is a non-life-sustaining rhythm, with intermittent cardiac activity and CPR/motion artifact. The device was shut down at 12:21:36 on 4/19/2025.